Manufacturer narrative:
Mattresses. Manufacturer's investigation is still ongoing: if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by (B)(4), stryker sales (B)(4), that the customer is alleging that the mattress is reported to have fluid ingress. There was no patient involvement or adverse consequences reported.